Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received three samples from the customer facility for investigation. Based on the testing of the samples, bd observed glass breakage during centrifugation. The manufacturing records were reviewed for the incident lot and no issues were identified. Bd is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: the root cause / potential root cause for glass breakage was determined to be j cracks, fire cracks or fractures of the tube. Breaks can also occur during the manufacturing and shipping process. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that three out of eight 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tubes have broken. The medical device operator was stated to have used the correct rcf and spun the tubes for 30 minutes. No serious injury or medical intervention reported.